Event description:
Patient is on iabp machine. Iabp machine began to have a loud continuous alarm. This rn went to assess machine and alarm and it was noted that the iabp machine screens were not on, but machine power light was noted to be on and machine was plugged into red outlet. Immediately notified bedside rn and got perfusionist on the phone. We were prompted to get the backup iabp and swap the pt to that one. Once new iabp machine was turned on and pt was plugged in and attached resumed monitoring. Getinge/maquet service order number: (B)(4). Ge asset number: (B)(4), serial number: (B)(6). Shortly after the machine exchange, levophed initiation (06:08) was required. Discontinued at ~ 19:00. Iabp removed the following morning. (B)(6) completely off pressors and cleared for transfer out of ICU. Discharged to home on dapt on (B)(6). (B)(6): executive leadership notified of device failure and FDA may 2024 correspondence related to this device. 5/31: device remains sequestered in biomed. Biomed service order report completed. The device is sequestered, and executive leadership is aware and following up.